Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The calcified lesion was located in the very tight posterior descending artery (pda). The physician predilated the lesion with an unspecified size/type balloon. The physician then attempted to delivery the 2.50x24mm taxus express2 drug eluting stent, but was unable to cross the lesion. The physician attempted to delivery the taxus stent twice, and then removed the taxus stent and found flared stent struts. The physician completed the cause with another of the same device. No pt complications were reported and the pt condition is listed as fine.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.